Event description:
Pump was experiencing helium loss alarms. Clinician advised they had exchanged pump and were no longer getting alarms. There was no blood in drive line tubing, pt was in sinus rhythm and all connections were intact. At time of alarm, pt was about to have emesis & was restless. Pt was resting quietly and there were no rpeorted pt complications.